Event description:
The fse reported that the system displayed a charger error message and required a reboot to bypass the error. Following reboot, the system failed to restore the system functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.